Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: no samples were returned, but photos were attached showing a shelf-pack of tubes with no banding information on them. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6153609. Conclusion: evaluation of the returned photograph confirmed the reported defect. The root cause for the defect is that the ink reservoir ran low during the process and printing of the tubes failed. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® k2edta tube had an absence of silkscreen on the tubes of 1 tray. No injury or medical intervention reported.